Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. Customer was treated with manual injection. Customer stated that there was no air bubble or leak. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for under delivering because customer's blood glucose went down by manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.